Event description:
Info was received that reported a pt was hospitalized on (B) (6) 2010 due an incident of hyperglycemia. The pt was brought to the hosp on (B) (6) with blood glucose >36 mmol/l. Upon admit, her blood glucose was ... She was treated with IV fluids and insulin. Reportedly her infusion set was blocked. The device should be returned for evaluation; to ensure that it is functioning correctly and did not contribute to the reported incidence, but at the time of this report has not been returned.

Manufacturer narrative:
(B) (4). Customer has not yet returned the device to the MFR for device evaluation. When and if the device becomes available and is returned and evaluated the MFR will file a follow-up report detailing the results of the evaluation.